Event description:
It was reported that this left ventricular (lv) lead was fractured, the physician opted to program off the lv pacing. No adverse patient effects were reported. This lead remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).